Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high out of range shock impedance measurements. During a device replacement procedure, defibrillation threshold (dft) testing was performed with this electrode. Shock impedance measurements were noted to be within normal limits and the electrode remains implanted and in service with the replacement device. No additional adverse patient effects were reported.